Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customer states that the phenomenon occurred during a fine needle aspiration (fna) procedure. Here were no other devices involved in the event. There was no delay in the procedure. The intended procedure was completed. The same device was not used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to correct information provided on the initial MDR and to provide additional information based on the legal manufacturer's final investigation. The reportable device malfunction (forceps cover glue peeling) was found during device evaluation at an olympus service center. Per the legal manufacturer, the initial reported event for "the scope would not capture the ultrasound image" has no potential to cause or contribute to death or serious injury if the malfunction was to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the peeling of the glue on the distal end occurred because some external force was applied to the distal end. The instructions for use have the following statement which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of the ¿ ultrasound image not being captured¿ was confirmed. The switch cable was found cut and affecting its function. The scope¿s control body was inspected and found the probe unit dented and cut. The forceps cover glue was peeling. The scope¿s bending section glue was noted to be cracked. A leak was noted at the electrical connector lock pin. The scope¿s ID chip showed 114 uses.

Event description:
The service center was informed that during an unspecified procedure, the scope would not capture the ultrasound image. It is unknown if the intended procedure was completed. There was no patient injury.